Manufacturer narrative:
The technician isolated the issue to the controller. He replaced the controller to repair the bed.

Event description:
Info received indicates the head of the bed is approx at 30 degrees and cannot be raised or lowered.